Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to fluid invasion as a result of scope¿s watertightness destruction caused angulation locked. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
During inspection and testing, service confirmed there was a leak in the forceps channel due to a perforation in the channel. The following additional defects were found by service: the light guide bundle was discolored. There was decreased light output due to discoloration of the light guide lens. There were traces of moisture in the control body unit, and the up/down plate had discoloration. The universal cord demonstrated damage. The adhesive at the distal end was deteriorating. The rotating mechanism in the control section was damaged. The video connector cover was cracked caused by external forces, and the connector label was peeling. The suction channel had debris. Switch button #1 had poor contact caused by damage to the switch board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to olympus with a report that there was leakage from the forceps channel area, and the up/down angulation wasn't working. There was no patient or user injury reported due to the events. During inspection and testing, service found corrosion in the angulation mechanism, causing the up/down angulation issue. This report is being submitted for the malfunction found by service during the device evaluation (corrosion in the angulation mechanism).